Manufacturer narrative:
Photo shows implanted intraocular lens (iol). Position of toric marks are acceptable. No issues were observed with the provided photo. Toric marks are in the correct position. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of the intraocular lens (iol), it was noticed that the iol toric dots were out of alignment. The surgeon kept the lens implanted as it was still within acceptable tolerance for patient. Additional information has been requested.